Event description:
It was reported that tachycardia therapy was programmed off, the patient was referred to another facility for electrode replacement and the patient was discharged from the hospital. Additional information was requested from the patient's physician, however, no additional information is available at this time. Available information indicates this product remains implanted and in service.

Manufacturer narrative:
Patient code 3191 used to capture the surgical intervention.

Event description:
It was reported that further evaluation determined the noise was related to a left ventricular assist device. Surgical intervention was undertaken. The device and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this electrode exhibited oversensing of noise that resulted in delivery of several inappropriate shocks. An electrode fracture was suspected. An x-ray was ordered and the patient was admitted to the hospital pending replacement of the electrode. No additional adverse patient effects were reported. Available information indicates this product remains implanted and in service.